Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. Customer blood glucose level was unknown at the time of the incident. Customer also stated that they had low battery alert less than 24 hours. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Unit passed displacement test. No low battery alerts noted. Insulin pump alarmed hardware low level failures (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.